Event description:
Worked for 3-4 days then quit, so he hit the reset button and went through the set up process; the meter will work for a couple day, then stop working; what is a solution on this matter. This is reported as the second call in for this issue; a new meter will be sent.